Event description:
During product evaluation by a baxter service technician, a flogard infusion pump was found with a broken power cord. This condition could have interrupted delivery. This was not reported by the customer. There was no patient involved; there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been serviced on site by a baxter representative, and the condition was confirmed. This is an ancillary service event. The cause was determined to be damage to the power cord. To correct the condition, the power cord was replaced. If any additional information is received, a follow up MDR will be sent.